Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right atrial (ra) lead exhibited noise over-sensing which resulted in false atrial tachycardia/atrial fibrillation (at/af) detections. The ra lead was capped and replaced on (B)(6) 2026. No patient consequences were reported.